Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that the system was explanted for cremation. There is no known allegation from a health professional that the death was related to the device.